Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary partially covered stent was to be used in the common bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2017. Reportedly, patient¿s anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician attempted to deploy the stent when the inner catheter came out of the guidewire access port and the outer sheath broke at the guidewire access port. The stent failed to deploy and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.